Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose level of high on continuous glucose monitoring with moderate ketones and an occlusion alarm. The customer changed supplies to address the occlusion but was still experiencing an elevated bg. The customer received assistance from healthcare provider who administered a manual injection and the customer gave a correction bolus via the pump to address the bg. Customer reverted to an alternate form of insulin therapy.